Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("unintended pregnancy following use of essure: yes"), abortion ("hemorrhaging after abortion") and post abortion haemorrhage ("hemorrhaging after abortion") in an adult female patient (gravida 2) who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), gabapentin, ibuprofen, sertraline (zoloft) and trazodone. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion (seriousness criterion medically significant), post abortion haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition (type:heart burn/indigestion)"), abdominal distension ("gastrointestinal or digestive system condition (type:severe bloating)"), crying ("crying"), weight increased ("weight gain "), depression ("depression"), anxiety ("anxiety"), hot flush ("hormonal changes describe:hot flashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems(type:brain fog)"), memory impairment ("neurological conditions or problems(type:deterioration of my memory)"), panic disorder ("psychological or psychiatric problems, condition:panic disorder"), dry skin ("rashes or skin conditions(type:dry skin)"), visual impairment ("vision/eye problems (type:deterioration of eye site)"), ovarian cyst ("ovarian cyst"), back pain ("severe and persistent back pain"), arthralgia ("joint pain/hip pain"), neck pain ("neck pain"), dental caries ("teeth cavities") and endodontic procedure ("teeth root canal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion, post abortion haemorrhage, tooth disorder, dysmenorrhoea, fatigue, abdominal distension, crying, weight increased, hot flush, migraine, headache, feeling abnormal, memory impairment, dry skin, visual impairment, ovarian cyst, dental caries and endodontic procedure outcome was unknown, the dyspepsia, nausea, back pain, arthralgia and neck pain had resolved and the depression, anxiety and panic disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion, anxiety, arthralgia, back pain, crying, dental caries, depression, dry skin, dysmenorrhoea, dyspepsia, endodontic procedure, fatigue, feeling abnormal, headache, hot flush, memory impairment, migraine, nausea, neck pain, ovarian cyst, panic disorder, pelvic pain, post abortion haemorrhage, pregnancy with contraceptive device, tooth disorder, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2016: successful pregnancy test - on (B)(6) 2016: negative most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: previously reported event "injury" deleted and replaced by specific new events: pelvic pain, unintended pregnancy following use of essure: yes; hemorrhaging after abortion, tooth disorder, dysmenorrhoea, fatigue, dyspepsia, abdominal distension, crying, weight increased, depression, anxiety, hot flush, migraine, headache, nausea, feeling abnormal, memory impairment, panic disorder, dry skin, visual impairment, weight increased, ovarian cyst,, back pain, arthralgia, neck pain, dental caries and teeth root canal. Case upgraded to incident. Reporter, patient demographic information updated. Product batch number, stop date added. Concomitant drugs updated. On (B)(6) 2018: medical record received: no new clinical information on (B)(6) 2018: medical record received: reporter added. Case became medically confirmed incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the ligasure was then used to further incise along the mesosalpinx towards the cornua and a small piece of outer coil was apparent near the cornua and was removed."), pelvic pain ("persistent pelvic pain/ stabbing pelvic pain"), pregnancy with contraceptive device ("unintended pregnancy following use of essure: yes"), post abortion haemorrhage ("hemorrhaging after abortion") and abortion ("post abortion haemorrhage") in a 43-year-old female patient who had essure (batch no. D13376, UDI no. ((B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included breast tenderness, fetal cardiac disorder, termination of pregnancy - elective, hemorrhage vaginal, uterine hematoma, tubal ligation, obesity, palpitations aggravated, diarrhea, genitourinary tract infection, perineal pain, pelvic adhesions, vulval itching, breast prosthesis implantation, gravida ii, ovarian cystectomy in 2008 and augmentation mammoplasty in 2005. Bilateral essure coils." It consists of two gray, metallic, partially coiled fragments measuring 3.5 and 2.6 cm in length and ranges in diameter from 0.1 to 0.2 cm. About 5mm from the cornua the essure coils were felt and a small incision on the tube over this point was made with the monopolar scissors. Coil was then grasped with the marilyn device and the essure inner coil was intact with a long length of inner coil noted. The ligasure was then used to further incise along the mesosalpinx towards the cornua and a small piece of outer coil was apparent near the cornua and was removed. At this time the remaining cornual portion of the tube was excised with the ligasure device and the fallopian tube was removed in its entirety. The uterine cornua was then palpated with the graspers and no further essure coil could be palpated. The same procedure was performed on the patient's right's side and the entire essure coil was removed at once. Both tubes and ligasure edges were completely hemostatic. Previously administered products included for an unreported indication: mifeprex, hydrocortisone, prochlorperazine and azithromycin. Concurrent conditions included obesity and vaginal infection. Concomitant products included mifepristone for termination of pregnancy - elective as well as alprazolam (xanax), aripiprazole (abilify), bupropion hydrochloride (wellbutrin), gabapentin, ibuprofen, sertraline hydrochloride (zoloft) and trazodone. In 2016, the patient experienced back pain ("severe and persistent back pain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have weight increased ("weight gain/ loss(specify which one ) weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition (type:heart burn/indigestion)"), depression ("psychological or psychiatric problems- increased depression"), anxiety ("psychological or psychiatric problems- anxiety"), nausea ("nausea") and panic disorder ("psychological or psychiatric problems, condition:panic disorder"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive system condition (type:severe bloating)"), feeling abnormal ("neurological conditions or problems(type:brain fog)") and memory impairment ("neurological conditions or problems(type:deterioration of my memory)"). In (B)(6) 2016, the patient experienced hot flush ("hormonal changes describe:hot flashes"), migraine ("migraines"), headache ("headaches"), arthralgia ("joint pain/hip pain") and neck pain ("neck pain/ pain"). On (B)(6) 2017, the patient experienced tooth fracture ("dental problems teeth crumbling"), 5 months 7 days after insertion of essure. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and visual impairment ("vision/eye problems (type:deterioration of eye site)"). In (B)(6) 2017, the patient experienced dry skin ("rashes or skin conditions(type:dry skin)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), post abortion haemorrhage (seriousness criterion medically significant), abortion (seriousness criterion medically significant), crying ("crying"), ovarian cyst ("reproductive system disorder or condition- type of disorder or condition : ovarian cysts"), dental caries ("teeth cavities"), flank pain ("side pain") and panic attack ("panic attacks"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent endodontic procedure ("teeth root canal"). The patient was treated with root canal and surgery (salpingectomy (bilateral removal of fallopian tubes), laparoscopic bilateral salpingectomy,). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pregnancy with contraceptive device, post abortion haemorrhage, abortion, dysmenorrhoea, fatigue, abdominal distension, crying, weight increased, hot flush, headache, feeling abnormal, memory impairment, visual impairment, ovarian cyst, endodontic procedure, panic attack and tooth fracture outcome was unknown, the pelvic pain, depression, anxiety, migraine, panic disorder, back pain, arthralgia and neck pain was resolving and the dyspepsia, nausea, dry skin, dental caries and flank pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion, anxiety, arthralgia, back pain, crying, dental caries, depression, device breakage, dry skin, dysmenorrhoea, dyspepsia, endodontic procedure, fatigue, feeling abnormal, flank pain, headache, hot flush, memory impairment, migraine, nausea, neck pain, ovarian cyst, panic attack, panic disorder, pelvic pain, post abortion haemorrhage, pregnancy with contraceptive device, tooth fracture, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: I. Normal-appearing uterine cavity. 2. Bilateral tubal occlusion with micro occlusive devices in standard position.. Pregnancy test - on (B)(6) 2016: test urine positive.; on (B)(6) 2016: test urine negative.. ¿concerning the injuries reported in this case, the following ones confirming- events lower abdominal pain, right flank pain, bloating, cramping. Pelvic pain. Irregular menses, stabbing , nausea, headaches, weight gain, ovarian cyst, neck pain, joint pain, back pain, brain fog, teeth crumbling, bad vision, stabbing pelvic pain, side/hip pain, increased depression/anxiety, heart burn, indigestion, hot flashes, , fatigue which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the ligasure was then used to further incise along the mesosalpinx towards the cornua and a small piece of outer coil was apparent near the cornua and was removed."), pelvic pain ("persistent pelvic pain/ stabbing pelvic pain"), pregnancy with contraceptive device ("unintended pregnancy following use of essure: yes"), post abortion haemorrhage ("hemorrhaging after abortion") and abortion ("post abortion haemorrhage") in a 43-year-old female patient who had essure (batch no. D13376, UDI no. (B)(4) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included breast tenderness, fetal cardiac disorder, termination of pregnancy - elective, hemorrhage vaginal, uterine hematoma, tubal ligation, obesity, palpitations aggravated, diarrhea, genitourinary tract infection, perineal pain, pelvic adhesions, vulval itching, breast prosthesis implantation, gravida I, ovarian cystectomy in 2008 and augmentation mammoplasty in 2005. Bilateral essure coils." It consists of two gray, metallic, partially coiled fragments measuring 3.5 and 2.6 cm in length and ranges in diameter from 0.1 to 0.2 cm. About 5mm from the cornua the essure coils were felt and a small incision on the tube over this point was made with the monopolar scissors. Coil was then grasped with the marilyn device and the essure inner coil was intact with a long length of inner coil noted. The ligasure was then used to further incise along the mesosalpinx towards the cornua and a small piece of outer coil was apparent near the cornua and was removed. At this time the remaining cornual portion of the tube was excised with the ligasure device and the fallopian tube was removed in its entirety. The uterine cornua was then palpated with the graspers and no further essure coil could be palpated. The same procedure was performed on the patient's right's side and the entire essure coil was removed at once. Both tubes and ligasure edges were completely hemostatic. Previously administered products included for an unreported indication: mifeprex, hydrocortisone, prochlorperazine and azithromycin. Concurrent conditions included obesity and vaginal infection. Concomitant products included mifepristone for termination of pregnancy - elective as well as alprazolam (xanax), aripiprazole (abilify), bupropion hydrochloride (wellbutrin), gabapentin, ibuprofen, sertraline hydrochloride (zoloft) and trazodone. In 2016, the patient experienced back pain ("severe and persistent back pain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have weight increased ("weight gain/ loss(specfy which one ) weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition (type:heart burn/indigestion)"), depression ("psychological or psychiatric problems- increased depression"), anxiety ("psychological or psychiatric problems- anxiety"), nausea ("nausea") and panic disorder ("psychological or psychiatric problems, condition:panic disorder"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive system condition (type:severe bloating)"), feeling abnormal ("neurological conditions or problems(type:brain fog)") and memory impairment ("neurological conditions or problems(type:deterioration of my memory)"). In (B)(6) 2016, the patient experienced hot flush ("hormonal changes describe:hot flashes"), migraine ("migraines"), headache ("headaches"), arthralgia ("joint pain/hip pain") and neck pain ("neck pain/ pain"). On (B)(6) 2017, the patient experienced tooth fracture ("dental problems teeth crumbling"), 5 months 7 days after insertion of essure. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and visual impairment ("vision/eye problems (type:deterioration of eye site)"). In (B)(6) 2017, the patient experienced dry skin ("rashes or skin conditions(type:dry skin)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), post abortion haemorrhage (seriousness criterion medically significant), abortion (seriousness criterion medically significant), crying ("crying"), ovarian cyst ("reproductive system disorder or condition- type of disorder or condition : ovarian cysts"), dental caries ("teeth cavities"), flank pain ("side pain") and panic attack ("panic attacks"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent endodontic procedure ("teeth root canal"). The patient was treated with root canal and surgery (salpingectomy (bilateral removal of fallopian tubes), laparoscopic bilateral salpingectomy,). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pregnancy with contraceptive device, post abortion haemorrhage, abortion, dysmenorrhoea, fatigue, abdominal distension, crying, weight increased, hot flush, headache, feeling abnormal, memory impairment, visual impairment, ovarian cyst, endodontic procedure, panic attack and tooth fracture outcome was unknown, the pelvic pain, depression, anxiety, migraine, panic disorder, back pain, arthralgia and neck pain was resolving and the dyspepsia, nausea, dry skin, dental caries and flank pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion, anxiety, arthralgia, back pain, crying, dental caries, depression, device breakage, dry skin, dysmenorrhoea, dyspepsia, endodontic procedure, fatigue, feeling abnormal, flank pain, headache, hot flush, memory impairment, migraine, nausea, neck pain, ovarian cyst, panic attack, panic disorder, pelvic pain, post abortion haemorrhage, pregnancy with contraceptive device, tooth fracture, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: I. Normal-appearing uterine cavity. 2. Bilateral tubal occlusion with micro occlusive devices in standard position. Pregnancy test - on (B)(6) 2016: test urine positive.; on (B)(6) 2016: test urine negative.. ¿concerning the injuries reported in this case, the following ones confirming- events lower abdominal pain, right flank pain, bloating, cramping. Pelvic pain. Irregular menses, stabbing , nausea, headaches, weight gain, ovarian cyst, neck pain, joint pain, back pain, brain fog, teeth crumbling, bad vision, stabbing pelvic pain, side/hip pain, increased depression/anxiety, heart burn, indigestion, hot flashes, , fatigue which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs and mr received. Event panic attack & device breakage was added. Event tooth disorder was updated with tooth fracture. Events outcome of neck pain, arthralgia, back pain, pelvic pain, depression, anxiety and panic attack was recovering/resolving. Event outcome of nausea, heartburn and indigestion, dental caries, tooth fracture ad dry skin was recovered/resolved. Medical history and concomitant drugs was added. Reporter and reporter information, lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the ligasure was then used to further incise along the mesosalpinx towards the cornua and a small piece of outer coil was apparent near the cornua and was removed.'), pelvic pain ('persistent pelvic pain/ stabbing pelvic pain'), pregnancy with contraceptive device ('unintended pregnancy following use of essure: yes'), post abortion haemorrhage ('hemorrhaging after abortion') and abortion ('post abortion haemorrhage') in a 43-year-old female patient who had essure (batch no. D13376, UDI no. (B)(4) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cystectomy in 2008, augmentation mammoplasty in 2005, breast tenderness, fetal cardiac disorder, termination of pregnancy - elective, hemorrhage vaginal, uterine hematoma, tubal ligation, obesity, palpitations aggravated, diarrhea, genitourinary tract infection, perineal pain, pelvic adhesions, vulval itching, breast prosthesis implantation and gravida ii. Bilateral essure coils." It consists of two gray, metallic, partially coiled fragments measuring 3.5 and 2.6 cm in length and ranges in diameter from 0.1 to 0.2 cm. About 5mm from the cornua the essure coils were felt and a small incision on the tube over this point was made with the monopolar scissors. Coil was then grasped with the marilyn device and the essure inner coil was intact with a long length of inner coil noted. The ligasure was then used to further incise along the mesosalpinx towards the cornua and a small piece of outer coil was apparent near the cornua and was removed. At this time the remaining cornual portion of the tube was excised with the ligasure device and the fallopian tube was removed in its entirety. The uterine cornua was then palpated with the graspers and no further essure coil could be palpated. The same procedure was performed on the patient's right's side and the entire essure coil was removed at once. Both tubes and ligasure edges were completely hemostatic. Previously administered products included for an unreported indication: mifeprex, hydrocortisone, prochlorperazine and azithromycin. Concurrent conditions included obesity and vaginal infection. Concomitant products included mifepristone for termination of pregnancy - elective as well as alprazolam (xanax), aripiprazole (abilify), bupropion hydrochloride (wellbutrin), gabapentin, ibuprofen, sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced back pain ("severe and persistent back pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain/ loss(specfy which one ) weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition (type:heart burn/indigestion)"), depression ("psychological or psychiatric problems- increased depression"), anxiety ("psychological or psychiatric problems- anxiety"), nausea ("nausea") and panic disorder ("psychological or psychiatric problems, condition:panic disorder"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive system condition (type:severe bloating)"), feeling abnormal ("neurological conditions or problems(type:brain fog)") and memory impairment ("neurological conditions or problems(type:deterioration of my memory)"). In (B)(6) 2016, the patient experienced hot flush ("hormonal changes describe:hot flashes"), migraine ("migraines"), headache ("headaches"), arthralgia ("joint pain/hip pain") and neck pain ("neck pain/ pain"). On (B)(6) 2017, the patient experienced tooth fracture ("dental problems teeth crumbling/ bad teeth"), 5 months 7 days after insertion of essure. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and visual impairment ("vision/eye problems (type:deterioration of eye site)"). In (B)(6) 2017, the patient experienced dry skin ("rashes or skin conditions(type:dry skin)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), post abortion haemorrhage (seriousness criterion medically significant), abortion (seriousness criterion medically significant), crying ("crying"), ovarian cyst ("reproductive system disorder or condition- type of disorder or condition : ovarian cysts"), dental caries ("teeth cavities"), flank pain ("side pain"), panic attack ("panic attacks") and abdominal pain lower ("constant cramping"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent endodontic procedure ("teeth root canal"). The patient was treated with root canal and surgery (salpingectomy (bilateral removal of fallopian tubes), laparoscopic bilateral salpingectomy,). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pregnancy with contraceptive device, post abortion haemorrhage, abortion, dysmenorrhoea, fatigue, abdominal distension, crying, weight increased, hot flush, headache, feeling abnormal, memory impairment, visual impairment, ovarian cyst, endodontic procedure, panic attack, tooth fracture and abdominal pain lower outcome was unknown, the pelvic pain, depression, anxiety, migraine, panic disorder, back pain, arthralgia and neck pain was resolving and the dyspepsia, nausea, dry skin, dental caries and flank pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion, anxiety, arthralgia, back pain, crying, dental caries, depression, device breakage, dry skin, dysmenorrhoea, dyspepsia, endodontic procedure, fatigue, feeling abnormal, flank pain, headache, hot flush, memory impairment, migraine, nausea, neck pain, ovarian cyst, panic attack, panic disorder, pelvic pain, post abortion haemorrhage, pregnancy with contraceptive device, tooth fracture, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: I. Normal-appearing uterine cavity. 2. Bilateral tubal occlusion with micro occlusive devices in standard position.. Pregnancy test - on (B)(6) 2016: test urine positive.; on (B)(6) 2016: test urine negative. ¿concerning the injuries reported in this case, the following ones confirming- events lower abdominal pain, right flank pain, bloating, cramping. Pelvic pain. Irregular menses, stabbing , nausea, headaches, weight gain, ovarian cyst, neck pain, joint pain, back pain, brain fog, teeth crumbling, bad vision, stabbing pelvic pain, side/hip pain, increased depression/anxiety, heart burn, indigestion, hot flashes, fatigue which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: new events were added: constant cramping. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("unintended pregnancy following use of essure: yes"), abortion complicated ("hemorrhaging after abortion") and post abortion haemorrhage ("hemorrhaging after abortion") in an adult female patient (gravida 2) who had essure (batch no. D13376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), gabapentin, ibuprofen, sertraline (zoloft) and trazodone. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion complicated (seriousness criterion medically significant), post abortion haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition (type:heart burn/indigestion)"), abdominal distension ("gastrointestinal or digestive system condition (type:severe bloating)"), crying ("crying"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), hot flush ("hormonal changes describe:hot flashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems(type:brain fog)"), memory impairment ("neurological conditions or problems(type:deterioration of my memory)"), panic disorder ("psychological or psychiatric problems, condition:panic disorder"), dry skin ("rashes or skin conditions(type:dry skin)"), visual impairment ("vision/eye problems (type:deterioration of eye site)"), ovarian cyst ("ovarian cyst"), back pain ("severe and persistent back pain"), arthralgia ("joint pain/hip pain"), neck pain ("neck pain"), dental caries ("teeth cavities") and endodontic procedure ("teeth root canal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion complicated, post abortion haemorrhage, tooth disorder, dysmenorrhoea, fatigue, abdominal distension, crying, weight increased, hot flush, migraine, headache, feeling abnormal, memory impairment, dry skin, visual impairment, ovarian cyst, dental caries and endodontic procedure outcome was unknown, the dyspepsia, nausea, back pain, arthralgia and neck pain had resolved and the depression, anxiety and panic disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion complicated, anxiety, arthralgia, back pain, crying, dental caries, depression, dry skin, dysmenorrhoea, dyspepsia, endodontic procedure, fatigue, feeling abnormal, headache, hot flush, memory impairment, migraine, nausea, neck pain, ovarian cyst, panic disorder, pelvic pain, post abortion haemorrhage, pregnancy with contraceptive device, tooth disorder, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: successful. Pregnancy test - on (B)(6) 2016: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("unintended pregnancy following use of essure: yes"), abortion complicated ("hemorrhaging after abortion") and post abortion haemorrhage ("hemorrhaging after abortion") in an adult female patient (gravida 2) who had essure (batch no. D13376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), gabapentin, ibuprofen, sertraline (zoloft) and trazodone. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion complicated (seriousness criterion medically significant), post abortion haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition (type: heart burn/indigestion)"), abdominal distension ("gastrointestinal or digestive system condition (type:severe bloating)"), crying ("crying"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), hot flush ("hormonal changes describe:hot flashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems(type:brain fog)"), memory impairment ("neurological conditions or problems(type:deterioration of my memory)"), panic disorder ("psychological or psychiatric problems, condition:panic disorder"), dry skin ("rashes or skin conditions(type:dry skin)"), visual impairment ("vision/eye problems (type:deterioration of eye site)"), ovarian cyst ("ovarian cyst"), back pain ("severe and persistent back pain"), arthralgia ("joint pain/hip pain"), neck pain ("neck pain"), dental caries ("teeth cavities"), endodontic procedure ("teeth root canal") and flank pain ("side pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspepsia, nausea, back pain, arthralgia, neck pain and flank pain had resolved, the pregnancy with contraceptive device, abortion complicated, post abortion haemorrhage, tooth disorder, dysmenorrhoea, fatigue, abdominal distension, crying, weight increased, hot flush, migraine, headache, feeling abnormal, memory impairment, dry skin, visual impairment, ovarian cyst, dental caries and endodontic procedure outcome was unknown and the depression, anxiety and panic disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion complicated, anxiety, arthralgia, back pain, crying, dental caries, depression, dry skin, dysmenorrhoea, dyspepsia, endodontic procedure, fatigue, feeling abnormal, flank pain, headache, hot flush, memory impairment, migraine, nausea, neck pain, ovarian cyst, panic disorder, pelvic pain, post abortion haemorrhage, pregnancy with contraceptive device, tooth disorder, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: successful. Pregnancy test - on (B)(6) 2016: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received: new event side pain added and outcome for pelvic pain was added. Severity of events neck pain, joint pain, back pain, hip pain, headache added as a severe. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.